Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening, brown particles. Leak test was performed and found opening on device. A microscopic analysis was performed which identify opening a striated in the anterior consist with use of a surgical tool and crease smooth in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. A crease smooth opening on posterior due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture". Device has been explanted.